Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that after losing approximately forty pounds, patient experienced pain at ipg site. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned and the ipg was moved down lower on the left flank. No product was explanted. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pocket site pain. The patient had effective therapy and had lost 40 pounds since implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.